Manufacturer narrative:
Received one 138114ain opened unoriginal packaging. Lot number was not verified. Performed a visual inspection, there were no obvious signs of abnormalities or defects. Performed a functional inspection using the esu system 7550 (c8406), the device functioned as intended and did not self activate. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use. Inspect and test each device before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 138114a, goldline,btn,hols,ext.blade, was being used during an unknown procedure on (B)(6) 2021 when it was reported ¿our customer found that the pencil was activated without the switch.¿ the procedure was reported as having been completed with an alternate device. There was no report of injury, medical intervention, or hospitalization of the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The distributor reported on behalf of their customer that the 138114a, goldline,btn,hols,ext.blade, was being used during an unknown procedure on (B)(6) 2021 when it was reported ¿our customer found that the pencil was activated without the switch.¿ the procedure was reported as having been completed with an alternate device. There was no report of injury, medical intervention, or hospitalization of the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.